Event description:
During a procedure, a teleport microcatheter was used to cross a highly calcified, stenotic lesion in the anterior tibial artery where there was mild tortuosity. The lesion was difficult to cross, however, the microcatheter crossed successfully with multiple rotations. When the microcatheter was removed, the microcatheter was unwinding. The microcatheter did not fracture, and no fragments were left in the patient. No patient complications were reported, and the patient was stable following the procedure. The microcatheter will be returning. Patient co-morbidities include rc6.